Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 454 mg/dl at the time of the incident. The customer stated that she had taken large amounts of bolus but still had a high blood glucose level. The customer took a bolus of 5.3 units when her blood glucose was 207 mg/dl at 12 pm. The customer took a bolus of 5 units when her blood glucose level was 412 mg/dl at 4:13 pm. The customer then started a temp basal for 200%. The customer's blood glucose level was 478 mg/dl at 4:48 pm. At 5:03 pm, the customer treated with a manual injection. At 6:26 pm, the insulin pump was suspended and the customer took out the cannula. The customer stated that he cannula was not bent and her blood glucose level was 426 mg/dl. The customer's current blood glucose level is 308 mg/dl. The customer reported having a little nausea as a symptom related to her high blood glucose level. Troubleshooting was performed. The insulin pump passed the high pressure test. The customer was advised to do a complete infusion set change. No products will be returned for analysis.